Event description:
Additional information received reported the patient¿s battery was replaced on 2014-(B)(6) and they are doing great with good coverage.

Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2006 (B)(6); product type recharger product ID 3 7742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 377760, lot# v011829, implanted: 2006 (B)(6); product type lead product ID 377760, lot# v011829, implanted: 2006 (B)(6); product type lead. (B)(4).

Event description:
It was reported that patient complained about having to recharge every three weeks because they used to recharge every three months. It was noted, the problem began six weeks prior to report. It was reported that at the same time the recharging frequency increased, the patient began having to increase the amplitude to ¿relieve the pain above the amplitude¿ that used to be therapeutic. It was reported the patient has two programs, 1 at 5.2v, 40hz, 390 pw, 785 ohms and 2 at 3.1v, 40hz, 390 pw and 884 ohms. It was noted, the longevity calculation predicted a battery life of 2 years at the previously mentioned settings. (B)(4). Additional information received reported the manufacturer representative had not seen the patient since their appointment on 2014 (B)(6). It was noted that at that time the impedances were normal and no device malfunctions were found. It was reported the patient¿s health care provider (hcp) has decided to replace the patient¿s stimulator and are waiting for the surgery to be scheduled.